Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator experienced vent inop, motor fault , circuit disconnect, low pip, low ve & transducer fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.